Event description:
Pt in cardiac cath lab started on reopro at 15cc/hr to infuse over 12 hours. Upon arrival in the cicu the drip was noted to be infusing much faster and upon opening the door of the pump, the tubing was not on track, however, the clip was in place. Pt had rec'd most of reopro over 2 hours. A re-troperitoneal blood occurred.